Event description:
Per the clinic, the patient experienced soreness and scab at the processor site (date not reported). Subsequently, the patient was treated with topical steroid (date and duration not reported).